Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who was receiving gabalon intrathecal at 90 mcg starting (B)(6) 2010 and continuing. The patient had no complications or past history of adverse reactions. There were no concomitant medications. The purpose of the implant was for spastic paraplegia. It was reported that a dislodgement of the catheter (spinal cord side) that was replaced on (B)(6) 2016 was confirmed (see manufacturer report #3007566237-2016-03228 which captures this catheter that was replaced on (B)(6) 2016). This second dislodgement had occurred on (B)(6) 2016 and the patient was considered un-recovered on this same date. The procedure to replace this catheter was to be conducted on (B)(6) 2016. No patient symptoms were reported at this time. This event was classified as "3-severe" - hospitalization or prolongation of hospitalization period for the treatment of the adverse event. The catheter was replaced which included the fixing of the anchor which was loose and the catheter in the intrathecal space dislodged downward. The puncturing position was changed and the anchor was set firmly. This was reported as unrelated to the investigational drug, catheter, pump, or programmer, but unknown if related to the procedure. The outcome was reported as recovered as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.